Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance, and high, out of range, high voltage inadequate capture issue was observed on the rv lead. The sensing and high voltage lead impedance values were normal. Patient does not pace. No intervention has been performed and the patient will continue to be monitored. Patient was stable.